Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ep-108424, e-poly 40mm +3 maxrom lnr sz24, 801700; 51-101080, tprlc 133 fp type1 pps ho 8.0, 2737015; 650-1065, cer option type 1 tpr sleve -3, 272020; 650-1058, cer bioloxd option hd 40mm, 637010.

Event description:
It was reported that the patient had an initial hip arthroplasty approximately 3 years ago. Subsequently, the surgeon is requesting a custom implant due to previous acetabular implant failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip arthroplasty approximately 3 years ago. Subsequently, the surgeon is requesting a custom implant due to previous acetabular loosening. The patient couldn't get medically cleared for the surgery.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.